Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The subject device has not been returned to olympus and the serial number remains unknown. Based on the results of the investigation, the b40 error likely occurred because of normal wear caused by repeated use for a long period of time or was due to an accidental failure of the internal parts on the device.

Manufacturer narrative:
The customer did not provide specific serial number for the referenced unit; therefore, it is unknown if the unit was returned to olympus for evaluation/service and a review of the instrument¿s history could not be performed. An investigation is ongoing to obtain additional information form the user facility regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported that a ¿b40¿ error message was observed on the video system display. There was no patient involvement reported.